Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issues.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.   The removed therapy pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a shorted diode, designator cr30.  The diode was shorted from pins 5 to 9.

Event description:
The customer reported that their device had its service indicator illuminated and observed that the defibrillation output was out of tolerance.  Upon evaluation of the device, physio-control observed that the device had logged a critical event code.  The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform.  The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.  There was no report of patient use associated with the reported issue.